Manufacturer narrative:
This report is submitted on may 3, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ. The patient will continue to be monitored by the health care provider.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 12, 2023.

Manufacturer narrative:
Correction: the date of explant in the previous MDR was incorrectly reported as on (B)(6) 2023. The correct date of explant is on (B)(6) 2023. This report is submitted on november 07, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on july 5, 2023.